Manufacturer narrative:
The investigation found the most likely cause of the problem was the use of an incorrect water source by the customer. The field service engineer found the customer was using a different water source at the time the event occurred. He found the customer had switched to another water tank and was cutting a hole in the di water cube. The customer was not working according to recommendations. No instrument hardware or software problem was found.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for three patient samples from the cobas integra 400 plus analyzer. Patient 1 initial result was 13.7 mg/dl and the repeat result was 9.7 mg/dl. Patient 2 initial result was 14.0 mg/dl and the repeat result was 9.6 mg/dl. Patient 3 initial result was 13.1 mg/dl and the repeat result was 9.6 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number was 46839201 with an expiration date of 30-jun-2021.